Event description:
It was reported that a broken drive shaft occurred. The target lesion was located in the left main artery. A 1.75mm rotalink plus was selected and advanced to treat the target lesion. During procedure, the physician felt the catheter break so device was pulled out from the patient's body, it was then noted that the drive shaft of the catheter was broken but not separated. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken drive shaft occurred. The target lesion was located in the left main artery. A 1.75mm rotalink plus was selected and advanced to treat the target lesion. During procedure, the physician felt the catheter break so device was pulled out from the patient's body, it was then noted that the drive shaft of the catheter was broken but not separated. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. An initial examination of the complaint unit was carried out. No visual issues were noted. A connect/disconnect and tug test were carried out and found no issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. An attempt was made to wet test the rotablator plus unit, it was noted that the catheter sheath was leaking approximately 23.5cm from the strain relief. A pin hole was evident where the catheter sheath was leaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve¿. (B)(4).